Event description:
The pt was reportedly experiencing pain with device use. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. The pt's device was explanted and the pt was reimplanted with another cochlear device.